Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the lamp contacts were corroded which prevented the lamp from lighting. Additionally, the evaluation found the light guide connector was noted worn. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that the lamp did not light up. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the investigation confirmed the lamp did not light up most likely due to the lamp contacts being corroded. The specific root cause of the corroded lamp contacts could not be determined at this time. Olympus will continue to monitor field performance for this device.